Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received. A follow up report will be submitted once the full failure investigation has been completed.

Event description:
The customer reported and IV set separated at the distal smartsite port. The separation had a clean edge and did not appear to have been cut with a tool. The set had been in use for 2 days and there had been no issue noted at the time it was primed. The pt was found bleeding from the separation site but there was no pt harm and no medical intervention was required. No further pt/event info is available.